Event description:
The distributor reported on behalf of the customer that the device 410-2000 cga, surefit ground pad with 10ft cabel, 100/case was being used during a c-section surgery and the ¿bovie grounding pad would not stick to patient brand new out of the package. This has happened twice this week in ob and many other times in the past as well as patients in the or¿. There was no report of injury, medical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device 410-2000 cga, surefit ground pad with 10ft cabel, 100/case was being used during a c-section surgery and the ¿bovie grounding pad would not stick to patient brand new out of the package. This has happened twice this week in ob and many other times in the past as well as patients in the operating room¿. There was no report of injury, medical intervention or prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.